Event description:
The customer reported that that the belt clips kept breaking causing his blood glucose to rise. Offered to customer to send a replacement for current belt clip that broke on him, but he did not provide a street address since he had to pay the medical bills when we have called the paramedics. The customer's blood glucose was 291mg/dl and at the end of the call was 123mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.